Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. Approximately on (B)(6) 2023, the patient developed symptoms of presyncope. It was documented that the patient was monitoring the blood glucose by fingerstick during the time of loss of connection; however, those bg values were not documented. Due to the patient's symptoms, he was rushed to the hospital by a family member. There, the bg was over 600 mg/dl. He was hospitalized from (B)(6) of 2023. During that time, he was treated with insulin and unremembered medications. At the time of the report, the patient was better. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.